Manufacturer narrative:
(B)(4). Correction: hospitalization- initial or prolonged, was removed from outcomes attributed to adverse event. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. However, stenosis is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information received states: the aneurysm in left anterior descending artery (lad) at the proximal part of the 3.0x18mm xience v stent could no longer be seen and the vessel was occluded. Balloon angioplasty was performed for treatment. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 3.0x18mm xience v is being filed under a separate medwatch report.

Event description:
It was reported that the patient got admitted on (B)(6) 2016 with chest pain. Angiography was performed which found 70% stenosis in the proximal left anterior descending (lad) artery and a thrombotic total occlusion in the proximal right coronary artery (rca). Angioplasty was performed the same day. The thrombus in the rca was aspirated twice and pre-dilatation was performed with a 2.5x15mm balloon. A 2.75x33mm xience xpedition stent was deployed in the proximal to mid rca and post-dilated with a non-compliant balloon. Final check angiography showed timi grade 3 flow in the rca with no residual stenosis in the stented segment. The patient was admitted again on (B)(6) 2016 for an elective procedure for treatment of the lad and 90% stenosis was noted in mid rca. A 2.5x23mm xience prime stent was deployed in the mid rca. A 3.0x18mm xience v stent was deployed at 15 atm in the proximal lad. Final check angiography revealed timi grade 3 flow with no residual stenosis in either vessel. The patient was doing fine. On (B)(6) 2016 the patient was re-admitted due to chest pain. Angiography found mild plaque in the mid segment of the left main. An aneurysm was observed in the proximal part of the 3.0x18mm xience v stent and the distal part of the stent showed a spasm compared to the previous angiography. There was no reported treatment. No additional information was provided.